Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a lens was damaged by the injector. Additional information was requested and received stating that after implanting, when the lens opened up in the eye, the trailing haptic was almost completely severed from the optic and the lens had to be explanted. There was no indication of any problem during the injection.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report of trailing haptic almost completely severed from the optic; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).